Event description:
The reporter called regarding mentor breast implants. The caller had breasts implanted in (B)(6) 2010. She started experiencing breast pain and bleeding in a years time. The caller mentioned she experienced back pain, profuse bleeding, hives and stomach issues. Soon she was diagnosed with collagenous colitis around 2011. She was hospitalized and took treatment for gastroesophageal reflux disease and ulcer in (B)(6) 2023. The caller also mentioned that she became sick progressively and was diagnosed with renal cancer in 2023. In petscan, left breast rupture was seen, but after surgery the doctor mentioned both breast implants had ruptured. The shell was gone and the silicone was floating freely in her breasts. The reporter also mentioned she is anemic and diagnosed with early menopause and had hysterectomy done. Ref report: mw5153956.